Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient did not like the position of the implantable pulse generator (ipg) pocket as the ipg was rubbing on the ribs. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively. No device malfunction suspected.